Manufacturer narrative:
Parts on order.

Event description:
It was reported via repair work order that the side rail could not remain latched due to damaged spindle bracket weld. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was also determined that there were exposed sharp edges as a result of the damaged weld.

Event description:
It was reported via repair work order that the side rail could not remain latched due to damaged spindle bracket weld. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.